Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation procedure with mentor siltex round moderate profile 475cc saline breast prostheses that both deflated post implantation. Possible slow leak from both breast prostheses was diagnosed via a physical exam. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: possible breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).